Event description:
New information received indicated that additional post-paced t-wave oversensing episodes were observed on a stored egm. The patient was asymptomatic. Programming changes and further testing were recommended.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing was observed on a stored egm during follow-up in clinic. The patient was asymptomatic. Programming changes were recommended.